Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 289 mg/dl caused by air bubbles within the pump supplies. A correction bolus was delivered to address bg and a supply change was performed to address the air bubbles.